Event description:
It was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag which resulted in a leak. This was observed during an unspecified process step of peritoneal dialysis therapy. The patient did properly tightened the connection before the therapy started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4), united states. Baxter healthcare - dominican republic, (B)(4), dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.